Event description:
Device report from japan reports an event as follows: it was reported that on an unknown date, the patient underwent a tha on the left side. The products used for the tha were from a competitor. After the tha, a periprosthetic fracture occurred and a reoperation was performed on (B)(6) 2020 with the plate and locking screws in question. After the reoperation, a supracondylar fracture of the left femur occurred, and a second reoperation was performed on (B)(6) 2024. During the second reoperation, it was found that 3 locking screws were broken off at their necks. The broken screws were removed with extraction forceps. In addition, the extraction screw became stuck in the plate, and when the entire plate was removed, the tip of the extraction screw was damaged. The second reoperation was completed successfully with no surgical delay. It was confirmed by x-ray that there were no pieces left in the patient¿s body. No further information is available. This report is for an unk - screw: locking: trauma. This is report 4 of 4 for (B)(4) .

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2, d3, d4, g4 ¿ 510k: this report is for an unknown screw: locking: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: initial reporter is a synthes employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.